Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet was completed on august 02, 2024 under general anesthesia.